Event description:
Customer called in to report that her insulin pump had a threshold suspend that happened overnight when her blood glucose was reading higher than the suspend settings. Customer stated that her blood glucose was 90 mg/dl. She also stated that her sensor was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).